Event description:
It was reported that the device had a cracked front case, and the clock battery was due 1673 alarming while the device was on. The event occurred during testing, and there was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. The event history log was unable to be downloaded due to error code the alarm and blank screen on display. Functional testing was able to duplicate the reported problem. It was determined that the microprocessor unit (mpu) board was the root cause. The mpu board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.